Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 439 mg/dl. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump did not turn on. Customer stated display returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. Customer feel ok to do troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.